Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.

Manufacturer narrative:
Follow-up # 1 (05/05/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultra meter continued to power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began over a month ago prior to contacting lfs. The cca was advised the patient manages her diabetes with metformin pills (500 mg) and lantus insulin (amount not specified). The reporter stated the patient continued to take her medications. Sometime after the start of the alleged issue, the reporter claimed the patient felt symptoms of shaky, sweaty and weak. At that time, the patient was taken to an urgent care/clinic. The reporter did not specify treatment received or results obtained from the doctor/ clinic meter. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the customer on meter behavior and the automatic shutoff feature. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.